Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) indicated that the rep spoke with technical services and the healthcare provider (hcp) with the patient as well. The patient wanted a new device because she was not seeing where the bolus was delivered. Technical services walked them through clearing the cache as well as clearing patient data services (pds). Technical services confirmed that this would fix the issue but the patient was still not happy as she could not see where the bolus was "delivered" on her screen and she was locked out for another 4 hours. They made sure that when the refill was done that the bolus information stayed the same and the lockouts did not change. The rep had tried to follow up twice with the office on this patient, as they told her to let them know if she had any further issues and the office had not spoken to her. No further information was known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider )regarding an external device to an implantable pump infusing an unknown drug. It was reported that the patient was having a hard time getting a bolus. They were getting stuck at 90% and it doesn't deliver and it's saying locked out. Technical service specialist had caller go into the myptm app and check the logs to see when the last bolus was delivered. The caller was not able to see the bolus from today delivered on the report. The issue was not resolved through troubleshooting. The caller stated the patient was able to get a boluses last week but hasn't been able to since then. The lockout interval was set to 4 hrs and it was reviewed that the patient should be able to give herself another bolus after that 4 hour mark. The caller wanted a new device and was  redirected to healthcare provider and to call back tomorrow if they need further assistance.